Event description:
It was reported that the patient had an eschar at the wound site which was found by examination/palpation on (B)(6) 2013. The patient had experienced lumbar incision wound pain. The patient underwent a surgical excision of the existing scar on (B)(6) 2013. The patient outcome was reported as resolved without sequelae on (B)(6) 2013. It was further reported that the issue was related to the implant procedure. The pump was being used to deliver fentanyl and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(6), implanted: (B)(6) 2013, product type catheter; product ID 8598a, serial # (B)(6), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial # (B)(6), product type programmer, patient. (B)(6).